Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned modular cable. The log files contained approximately 10 hours of data combined ((B)(6) 2023 from 06:04:47 ¿ 16:08:21 per the timestamp). The log files captured a driveline power fault alarm on (B)(6) 2023 from 06:04:47 to 15:18:47; however, the cause of the alarm could not be determined as the initial conditions that caused the alarm to activate were overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned modular cable functioned as intended during analysis. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to the returned system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket, and underlying layers were removed to inspect the wires. Evaluation of the wires did not reveal any breakdown of the wires¿ insulation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 14nov2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarms. The system controller chirped and a yellow wrench with a message to call contact appeared on (B)(6) 2023 at 22:15. Patient connections were confirmed. The patient switched from wall unit to the battery and performed the self-test 3 times. It was confirmed with a stethoscope that the pump was running. The message was not cleared. The patient was scheduled to come to the clinic for further evaluation. Log files were submitted for review. The log files confirmed driveline power faults on (B)(6) 2023. The controller and the modular cable were changed out, resolving the alarm. Related MFR: 2916596-2023-08468.